Event description:
The customer stated that she performed control tests using her breeze2 system while at the pharmacy. She alleged that she received results of 181 and 200 mg/dl. The normal control range was 100-137 mg/dl. The customer left the control solution at the pharmacy, so further troubleshooting was not possible. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.